Manufacturer narrative:
The complainant indicated that the device was disposed of at the site and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2010-00203 for the other associated device info. It was reported to boston scientific corp on (B) (6) 2010 that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2010 involving an (B) (6) female pt. According to the complainant, during stone extraction the first extractor balloon ruptured at 15mm. They used a second of the same extractor balloon and the balloon ruptured at 15mm. No part of either balloon came off the device, therefore nothing was left inside the pt. The procedure was completed with another extractor balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".